Event description:
The dealer stated the frame on the chair is bent. The front right is about a half inch higher than the rest of the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.